Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt was not receiving effective stimulation. The patient was in a major car accident and he can no longer feel the stimulation in his back. X-rays were taken and did not indicate any abnormality. The physician elected to replace the ipg due to the age and size of the battery. The physician also replaced the leads. Follow up info indicated the patient was programmed and reported receiving effective stimulation.